Event description:
Case description: medwatch, dates 12/12/07, was received from the FDA via a co rep on 8/26/08. The report concerened a male who experienced muscle spasms, muscle pain, contractions of entire body, suffocation, tingling, itching and numbness of entire body, neuropathy, hot sweats, redness at injection site, tenderness at injection site, swelling at injection site, systemic reaction attacking nervous system, dizziness, weakness of left side of body, difficulty speaking, difficulty walking and symptoms of stroke after starting synvisc. The reporter of the events was the pt's wife. The pt received one injection of synvisc into unk site(s) on the previous month at the dr's office. At the time of injection, the pt experienced a pronounced muscle spasm. One hour later, the pt began experiencing muscle spasms in the back, muscle pain, contraction of the entire body and contractions of the temporal mandible joint that caused the pt to suffocate. The pt reported pulling on his beard to release the mandibular joint contraction. He also experienced numbness, tingling and itching of his entire body as well as hot sweats. He experienced injection site reactions of redness, tenderness and swelling which resolved after 24-48 hours. On the same day, the pt went to the emergency room where the dr reportedly diagnosed this as a systemic reaction attacking the nervous system. The pt reported the side effects to the drs. On the following month, the pt was admitted to the hosp with symptoms of a stroke, dizziness, weakness of the left side of this body, difficulty speaking and difficulty walking. At the time of this report, the outcome was unk.